Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. A customer reported receiving a lower sensor reading on the ADC device compared to a competitor brand. It is unknown whether the customer noted a trend arrow on the device. The customer reported no symptoms of glycemic instability related to the ADC device issue and self-managed by consuming half a glass of isotonic drink, a cup of milk, and two pieces of chocolate. Later, a capillary test was conducted and the customer self-medicated with 20 UI of rapid insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.